Event description:
(B)(6) rn contacted the emergency support program to review suspected late iab deflation timing. Review of images confirmed late deflation contributing to elevated end diastolic pressure compared to unassisted beats. The patient had an open chest with a temporary atrial epicardial pacemaker. Multiple adjustments were attempted including trigger changes and mode changes. The pump was ultimately set to semi auto mode with pressure triggering and deflation set to minus 2.0 resulting in good augmentation and optimal mean arterial pressure. (B)(6) was satisfied with the outcome and confirmed physician awareness. No harm or injury to the patient was reported and product surveillance information was provided.

Manufacturer narrative:
(B)(6). (B)(6) rn contacted the emergency support program to review suspected late iab deflation timing. Review of images confirmed late deflation contributing to elevated end diastolic pressure compared to unassisted beats. The patient had an open chest with a temporary atrial epicardial pacemaker. Multiple adjustments were attempted including trigger changes and mode changes. The pump was ultimately set to semi auto mode with pressure triggering and deflation set to minus 2.0 resulting in good augmentation and optimal mean arterial pressure. (B)(6) was satisfied with the outcome and confirmed physician awareness. No harm or injury to the patient was reported and product surveillance information was provided.